Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging in the 50's (mg/dl) during the past few days. Reportedly, the customer was unsure of the suspected cause of the low bg levels, but stated that changes to the customer's profile settings had been made by the health care provider a few weeks ago. To treat the low bg level, the customer consumed juice and took glucose tablets. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed on (B)(6) 2017. User makes bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.